Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported experiencing left side "pain and discomfort," and "rupture." The device remains implanted.

Event description:
Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, g1.

Event description:
Device has been explanted.